Manufacturer narrative:
The reported event of "lead damage at the time of lead placement" was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was severely over torqued in the connector region consistent with the procedure damage. The cause of the reported event was isolated the inner coil over torqued in the connector region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was damaged. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.